Manufacturer narrative:
Citation: amedeo anselmi. Safety and effectiveness of the transsubclavian approach for transcatheter aortic valve implantation with the 14-f corevalve evolut r device. Journal of cardiovascular medicine (hagerstown). Nov 1;19(11):664-668 doi 10.2459/jcm.0000000000000706 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding transcatheter aortic valve replacement (tavr) via subclavian approach. All data was collected from a single center between july 2015 and june 2016. The study population included 15 patients, all of which were implanted with an evolutr transcatheter bioprosthetic aortic valve. Serial numbers were not provided. The study population was predominantly male; mean age 82 years. Among all patients, no deaths were attributed to a medtronic product. Among all patients adverse events included: unspecified atrio-ventricular (av) block and unspecified bundle branch block, asystole, severe aortic regurgitation (ar) and a valve in valve procedure. Based on the available information, these events may have been attributed to a medtronic product. No additional adverse patient effects or product performance issues were reported.